Event description:
It was reported that the customer experienced air bubbles or gaps in the tandem mobi cartridge and tubing during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and thus had no adverse impact. The customer resolved the issue by running it through the line and received advice on labeling instructions for insulin products. No additional contact was successful with the customer after attempts by phone and email.